Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold. Additional information was obtained which indicated that the cause for high threshold was due to patient condition. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.